Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The available portion of the instrument was evaluated and meets all material specifications. The manufacturing documentation for the driver tip, which remains in the patient, was reviewed and found compliant with all globus medical, inc. Specifications. User error may have contributed to the event.

Event description:
During the final tightening of the screw, the driver tip broke off and could not be removed from the screw head. The tip remains seated in the screw head.